Manufacturer narrative:
No button response due to corroded keypad traces. Battery out limit alarm was not verified due to unresponsive buttons. No moisture damage on electronics and motor assemblies noted. The device had cracked display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, and missing end cap sticker.

Event description:
Customer reported via phone call, she was in vacation and the device continues to alarm battery out limit. Customer didn't recall her blood glucose level. Alarm occurred during normal use. Customer was advised to press esc and act to clear the alarm and the buttons didn't respond. Customer then stated the device was exposed to water as some was splashed on it, it wasn't submerged. Customer was advised to revert to back up plan and if she didn't have one to reach out to her doctor to get a prescription. Customer was advised the device need to be replaced and she agreed to return it for analysis.